Event description:
It was reported that this device exhibited premature battery depletion (pbd) behavior. The battery was suspected to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported